Event description:
It was reported by service report that the bed loses all bed functions when lowering head down. It was further reported that the patient head siderail panels are loose and that there is a nick in the sheathing of the power cord. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: loose siderail panels.